Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a rash underneath both the mass and adhesive border but only below the stoma. The pt experienced the condition during a period of one month prior to complaint receipt. Pt has used product for 15 years and changes the device once a week, cleans with dial soap and applies stomahesive powder and skin prep. Recommended crusting techniques and wafer change procedure. Pt outcome was not noted.